Manufacturer narrative:
This device was not attempted in the patient, it was not opened. Closing the file.

Manufacturer narrative:
(B)(4).

Event description:
This patient expired during a system implant. It was noted that the patient was very sick and that the death was not caused by our product. It is unclear if this device is still in the body. Should additional information be received, this file will be updated.